Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed, and the lead was found to be within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after being in pain all week. Pericardial effusion was discovered caused by a right ventricular lead perforation. The lead was explanted and replaced. The patient was stable.